Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the pump has cracks and missing pieces. Customer's blood glucose at the time of the incident was 520 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube). No cracked lcd window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.